Event description:
It was reported that during an arthroscopy surgery the ambient super turbovac had a e4 error. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection under magnification of the wand shows minimal erosion on the screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was plugged in a known good quantum2 controller and was not exciting any plasma, after couple of seconds the q2 controller alarmed and showed an error e-4 ¿wand short failure¿. Dismantling and checking the wiring showed no manufacturing abnormalities. The suction line functioned as intended. The complaint was verified, but the root cause could be determined as an electrical component failure. An e4 error signifies that a short was detected in the used wand. There may be a short within the wand which could not be pinpointed evident by the non-functionality of the device. Factors unrelated to the design or manufacture of the device that could have contributed to the complaint event includes: (1) an e4 error could occur if the device makes contact to a conductive material such as another metal device. (2) a minute trace of saline breaking the barrier of the cap and shaft will cause the controller to generate an e-4 error as it will occur if the generator detects a power spike. There are no indications to suggest the device did not meet product specifications upon release into distribution.